Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the op check failed. Asked (B)(6) to verify device is back in service at the customer site. There was no patient involvement.